Event description:
Appears to be a defect within the lumen of the connector which attaches to the inspriatory limb of the anesthesia machine. There is a thin plastic membrane almost fully occluding the interior lumen. The circuit tests out ok when pressurized prior to use but gets blocked when ventilation attempts are made.